Event description:
The manufacturer received information alleging a ventilator was alarming for a low oxygen flow condition. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.